Manufacturer narrative:
A steris service technician inspected the unit and found loose hose clamps on the recirculation pump. The technician tightened the hose clamps, ran a test cycle and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from their washer and out onto the floor. The water spread away from the unit. No injuries or procedural delays/cancellations were reported.